Manufacturer narrative:
Investigation: sample received: (B)(4) open pouch. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market(B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread and the thread is still wound on the pack. However, without closed samples a proper analysis cannot be performed. Taking into account that there are no previous complaints, we consider that this is an isolated unit. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monoplus suture. The client reported that when opening the package, detachment of thread and needle was found. Thus, this product could not be used for the surgery.